Manufacturer narrative:
During inspection and testing, the coating on the insertion section was peeling due to deterioration. The report of peeling adhesive at the light guide lens was confirmed. The adhesive was chipped due to deterioration. In addition, angulation was reduced due to elongation of the angle wire, the insertion tube was crushed due to physical stress, there were scratches on the eyepiece due to handling, and markings on multiple parts of the device were peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
An olympus employee reported the adhesive on the light guide lens was peeling. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the insertion section was peeling. This report is being submitted for the malfunction found during evaluation (coating peeling). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeling adhesive could not be determined. It is possible that the coating of the insertion tube peeled off due to repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.